Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported the unit did not hold vacuum and shut down during a cataract procedure. The system was rebooted and the case was completed. There was no harm to the patient. Additional information has been requested.